Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2021. The customer¿s blood glucose level was 450 mg/dl at time of incident. Another blood glucose level was 114 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. The device will not be returned for analysis.

Manufacturer narrative:
Serial number: (B)(4). Retainer ring = black. On (B)(6) 2021 the customer alleged was hospitalized for high blood glucoses. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay and cracked select button keypad overlay during visual inspection. Thump and carelink software was utilized and downloaded trace/history files properly. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured. The motor was tested outside of the device on the ngp stb3 and passed. In summary, insulin pump passed all required testing. Unable to verify customer complaint for high blood glucoses. The force sensor is within specification and the motor functioning properly.